Event description:
The device was used during a thorascopic wedge resection procedure. Reportedly, the instrument was difficult to open. The surgeon applied another devcie to complete the procedure. The hospital has reported no patient injury occurred.